Manufacturer narrative:
Initial and final (B)(4) - device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient who experienced an infusion set cannula was crimped within three hours of insertion at abdomen and thigh on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.